Event description:
The cleaning staff was using a floor buffer and inadvertently the buffer came in contact with the anesthesia machine causing the machine to tip over on its back. The oxygen pipeline fitting was broken. No injury.